Event description:
Reporter indicated that a vns wand failed to program a pt at an office visit. The pt had previously been able to be interrogated earlier at the same visit, but the reporter was now receiving communication errors. A vns systems diagnostics test done earlier at the same visit was normal. The vns wand, computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.